Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally, and the no damages found on the catheter. Microscopic examination was performed and found that the balloon was torn longitudinally. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear problem found could have been interpreted by the customer as the reported event of balloon burst. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical affairs. These factors and interactions could influence the damage found to the balloon. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing the balloon to tear longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary tract during an endoscopic papillary dilatation procedure performed on an unknown date. During the procedure, it was noted that the balloon ruptured. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary tract during an endoscopic papillary dilatation procedure performed on an unknown date. During the procedure, it was noted that the balloon ruptured. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.